Event description:
A hospital in (B)(6) reported to a distributor that three rt200 adult dual heated breathing circuits failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The number of units affected specified in the event description was changed from three to one. Manufacturer narrative: method: the complaint rt200 adult breathing circuit was returned to fisher & paykel healthcare (fph) and was visually inspected. Results: visual inspection revealed that the expiratory limb sustained a hole about 64cm from the patient end connector. A lot check was not performed as lot information was not provided. Conclusion: based on the inspection conducted, the subject expiratory limb appeared to have been cut with a sharp object. All rt200 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuit was damaged after it was released for distribution. The user instructions that accompany the rt200 adult dual heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with the rt200 user instructions.

Event description:
A hospital in (B)(6) reported to a distributor that an rt200 adult dual heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining the complaint breathing circuits via the distributor. We will provide a follow-up report once we have received the complaint devices and completed our investigation.